Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported a company representative met with the patient and observed the patient's stimulation decreasing by itself. It was stated the patient had fallen multiple times in (B)(6) 2017. As such, surgical intervention is planned to address the issue.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the lead was explanted and replaced with a different model. Effective therapy was restored post-operative.